Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed increased impedance measurements. In addition, increased threshold measurements were observed. A lead fracture was suspected, however an x-ray did not reveal any lead integrity issue and the patient did not report experiencing an accident or fall. Approximately one year ago, the impedance measurements had a sharp increase however were within acceptable labeling guidelines and have remained stable during the past year. During a device replacement procedure, this lead impedance and thresholds were tested. High out of range impedance measurements were noted when the patient raised his arms. Results with the pacing system analyzer and device were consistent with the explanted device. A decision was made to reprogram this lead and further monitor. Should the measurements become further out of range, a decision will be made to implant an epicardial lead in the future. No adverse patient effects were reported.